Manufacturer narrative:
The patient was evaluated and high impedance was detected during an impedance check. The scheduled surgery was cancelled due to the patient not completing all of their tests. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has been receiving inadequate therapy due to high impedance. Reprogramming was unable to provide effective therapy. As a result, the patient plans to undergo surgical intervention on a later date.